Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278239, expiration date 10/31/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the aviva system.

Event description:
Customer received result of 30.3 mmol/l on the mobile system and a result of 2.3 mmol/l on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.